Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the display intermittently remains blank after power-up of the device. The complainant indicated that there was no patient involvement in the reported malfunction.